Manufacturer narrative:
A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant. This complaint is confirmed and will be recorded as user related. Evidenced by the sample returned the guidewire has been damaged through use. The user should not pull back the guidewire over the needle bevel as this may damage the guidewire. The damage incurred to the guidewire exhibits tensile elongation of the outer coils. The introducer sheath/dilator and introducer needle were not returned for eval.

Event description:
A 4fr microintroducer. Burr was found at end of guidewire, wire got stuck in microintroducer.